Event description:
It was reported that during a procedure the ligasure "was not cauterizing properly." There was no patient injury reported by the user facility.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device was received with a severed cord, biological material on the handle and jaws; evidence that it was clinically used. The device could not be functioned tested with the generator as the cord was severed; therefore, the reported issue could not be substantiated. However, a continuity test was performed on the device and was found pass as no open or short circuit conditions were identified within the electrical paths. It is possible that the device was used in a way that would affect the sealing and/or cutting ability. The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR report 0001056128-2013-00015 where an additional procedure had to be performed due to a vessel not being sealed during the original procedure, even though there was no patient injury in this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.